Event description:
It was reported: customer received kit with defective issue; no patient harm. Event description states: this morning's drainage started with a massive air leak. I closed the roller clamp. I put scotch tape around the joint between the access tip and the catheter valve. Upon opening the roller clamp, the leak did not stop or diminish. I closed the roller clamp and removed the tape. I put water in a small bowl, boiled it in the microwave, covered it with plastic wrap, let it cool in the refrigerator, then submerged the entire coupling valve, access tip, and drainage line (portion) in the water and then opened the roller clamp. There was no air leak. I closed the roller clamp. I then placed only the access tip and catheter valve in the water and left the drainage tube to access tip junction in the air. I opened the roller clamp. Voila! There still was a massive air leak. I then submerged only the access tip to drainage tube junction in the water left the access tip and catheter valve in the air. No air leak!!! I closed the roller clamp and submerged the entire coupling assembly in the water and opened the roller clamp and finished the drainage. Surprisingly, at the end of the drainage, a small amount of air came out of through pleurx catheter, which, apparently had been in my thorax, but the prior leaks reduced the vacuum of prior drainages and failed to extract it.

Manufacturer narrative:
Pr 7306612 follow-up emdr for device evaluation: fifteen physical samples were received by our quality team for investigation. All samples are access tip pieces cut from the bottle. No other components were returned. A visual inspection was performed to the returned samples and no flash or excessive material was noted along the body or at the tip of the access tip. During the evaluation of the samples provided, no visual defect could be observed that could cause leakage during use. The access tips were inserted into a pleurx catheter, and it was observed that all units clicked and correctly attached to the catheter; therefore, the reported failure mode was not confirmed. A review of the internal manufacturing device records and raw material history files for the lot 0001456546 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the quality team's investigation, we are not able to identify a root cause at this time. Complaints received for this device and defect will continue to be monitored for future occurrences. H3 other text : see manufacture narration.

Event description:
It was reported: customer received kit with defective issue; no pt harm event description states: this morning's drainage started with a massive air leak. I closed the roller clamp. I put scotch tape around the joint between the access tip and the catheter valve. Upon opening the roller clamp, the leak did not stop or diminish. I closed the roller clamp and removed the tape. I put water in a small bowl, boiled it in the microwave, covered it with plastic wrap, let it cool in the refrigerator, then submerged the entire coupling valve, access tip, and drainage line (portion) in the water and then opened the roller clamp. There was no air leak. I closed the roller clamp. I then placed only the access tip and catheter valve in the water and left the drainage tube to access tip junction in the air. I opened the roller clamp. Voila! There still was a massive air leak. I then submerged only the access tip to drainage tube junction in the water left the access tip and catheter valve in the air. No air leak!!! I closed the roller clamp and submerged the entire coupling assembly in the water and opened the roller clamp and finished the drainage. Surprisingly, at the end of the drainage, a small amount of air came out of through pleurx catheter, which, apparently had been in my thorax, but the prior leaks reduced the vacuum of prior drainages and failed to extract it.

Manufacturer narrative:
(B)(6). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a0504. Patient problem code: f26.